Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range shock impedance greater than 125 ohms. An invasive procedure was performed to cap and replace the lead. No adverse patient effects were reported.